Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are very stiff and the act button is hard to press. The customer's blood glucose reading was 255 mg/dl at the time of incident. Troubleshooting found that the bolus wizard events do not register on the pump. A self test was performed and shows nothing wrong. No further details provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to bolus, escape and up arrow buttons were flat button dome. The connector was inspected and locked on the lcd board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and a21 error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was able to down loaded into the carelink software and all bolus deliveries registered properly in the carelink history report noted. The insulin pump had cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.